Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture. A x-ray confirmed that this lead had dislodged. A revision procedure was performed in which it was noted that the helix would not retract after numerous attempts to reposition. Visual inspection shows that the helix is "distorted". There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.